Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to report back if any further issues arose, which the customer acknowledged and understood.